Event description:
The dexcom g7 is a relatively reliable cgm (continuous glucose monitor) device, but it absolutely fails to meet its advertised duration of use (10 days) almost without exception. My experience in the 7 months I have used this device is it essentially falls of or otherwise fails to stay secured and losses it function nearly every use cycle often days before the advertised duration. I have had only 2 of 20 sensors actually last 10 days. Also, as a matter of effectiveness, the quoted range of the included transmitter is barely sufficient. If the sensor is on the left arm and my mobile device is on the right pants pocket, it frequently losses connection.